Manufacturer narrative:
The patient expired during the use of the device, even though the clinician indicates that the device was not the cause for the patient to expire. Further communication with complaintant indicated that there was no injury/death involved with the use of this device. The complaint of "tube that goes to the back exhaust teeth in is not connected" regarding part number af2142mb was not able to be confirmed due to a lack of images or returned product. The root cause was not confirmed but the affected device was manufactured in 2013 and therefore was significantly past its stated shelf life of 5 years, which could have lead to degraded function. A risk assessment was performed and the ultimate risk was determined to be low which does not require initiation of a CAPA. There have been zero other complaints regarding the same part family and a similar issue in the 24 months preceding this reported event. A resolution email was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
Product complaint # (B)(4) regarding our item # 87-af2142mbea- resus, ped, airfl, man, pop-off (sunmed # af2142mb). Our customer, stephanie edwards, has reported "ambu bags / taped to back / o2 tube thru inside comes out end hook to o2 source / tube tht goes to back/exhast teethin is not connected tube is coming out. Customer states the paitent did expire but did not feel because of this . They had to use 4 bags due to tube coming out." Per the conversation with product quality, no injury/death was involved - (B)(6) (complaintant).

Manufacturer narrative:
The patient expired during the use of the device, even though the clinician indicates that the device was not the cause for the patient to expire. Further communication with complaintant indicated that there was no injury/death involved with the use of this device.

Event description:
Product complaint # (B)(4) regarding our item # 87-af2142mbea- resus, ped, airfl, man, pop-off (sunmed # (B)(4)). Our customer, stephanie edwards, has reported "ambu bags / taped to back / o2 tube thru inside comes out end hook to o2 source / tube tht goes to back/exhast teethin is not connected tube is coming out.customer states the patient did expire but did not feel because of this . They had to use 4 bags due to tube coming out." Per the conversation with product quality, no injury/death was involved - stephanie edwards (complainant).